Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was able to charge for defibrillation. However, energy was unable to be delivered and the charge was dumped internal to the device. This issue is patient related; however there was no adverse patient outcome reported.